Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that they were having uncomfortable stimulation/overstimulation. The patient reported that when they lie flat on their back they get a buzzing feeling. The patient reported that they had a thyroid ultrasound and were required lie flat on the back. The patient said they thought they were going to buzz off the table because they did not have the controller to turn stim off. The patient reported that the change in therapy was related to positional movement. The patient reported that in the past, the ins could become depleted. The patient reported that if the unit is shut off for a month or a month and a half, that is when the pain becomes unbearable. The patient reported that when the stimulator is turned back on, it takes a while before they get relief again from the pain in the thighs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported at the time, the buzzing sensation when lying down could not be addressed. The patient reported the buzzing sensation when lying down was resolved. They got off the table and "all was back to normal." The patient reported steps taken to resolve the long time to get relief after therapy was turned back on included being patient. "I knew that in me, the effect would be gradual." The patient reported "patience pays off" and the issue was resolved. No further complications were reported/anticipated.